Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique during the pd exchange (a known risk factor). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is on hold due to a peritonitis infection. The patient was hospitalized and performed temporary in-center hemodialysis (hd). Upon follow-up, a pd nurse familiar with the patient reported that on (B)(6) 2024, the patient was hospitalized for peritonitis. It was stated the patient had a pd culture obtained but the nurse did not have culture results available. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Additionally, the patient was treated with antibiotic therapy (details unknown). On (B)(6)2024, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the patient was performing a combination of cycler assisted pd and manual pd exchanges. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange and infection control breaches in the home environment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is on hold due to a peritonitis infection. The patient was hospitalized and performed temporary in-center hemodialysis (hd). Upon follow-up, a pd nurse familiar with the patient reported that on (B)(6) 2024 the patient was hospitalized for peritonitis. It was stated the patient had a pd culture obtained but the nurse did not have culture results available. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Additionally, the patient was treated with antibiotic therapy (details unknown). On 16/apr/2024, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the patient was performing a combination of cycler assisted pd and manual pd exchanges. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange and infection control breaches in the home environment.